Event description:
Caller reported rapid battery discharge in the insulin pump, resulting in an unexpected shutdown. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy